Event description:
No additional information reported by customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Additional information: d9, h4. The device was returned to olympus for inspection and the reported failure of laser impact on the optics caused by loose screw on the irrigation connector was not confirmed. Based on the results of the investigation a probable cause could not be determined as the malfunction was not duplicated. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the forceps channel port of the uretero-reno fiberscope was damaged by loose screw. There were no reports of patient harm.